Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for endovascular repair, although the proximal neck was slightly reverse funnel shape. There were accessory renal arteries on the both sides and the physician planned to save them. The procedure was conducted as labeled except deploying the supra renal stent before cannulation of the contralateral limb. After placing a mainbody and two iliac leg grafts, proximal type I endoleak was confirmed by angiography. A body extension was additionally placed over accessory renals, but the endoleak was not gone. The endoleak got better but still persisted event after add'l placement of another MFR's stent, but the physician decided to take a wait and see approach and completed the procedure. Add'l info provided on (B)(6) 2011: at the follow-up (date unk), the physician confirmed the proximal type endoleak was gone. The pt is doing fine.

Manufacturer narrative:
(B)(4). No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirement showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites. Follow-up guidelines. Evar performed (B)(6) 2011. By report, the proximal neck was reverse funnel shape but within the IFU. A type 1a endoleak was detected after deployment. Placement of a main body extension reduced the endoleak. Follow up (B)(6) 2011 revealed the endoleak was resolved. Pt anatomy and possibly anticoagulation contributed to the reported endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). The risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.